Event description:
A customer notified baxter corporate product surveillance (cps) that one vial-mate reconstitution device had a leak that was observed. The device was attached to a vial of meropenem and bag of 0.9% nacl inj usp, 100ml mini-bag tm viaflex cont. Reportedly, the connection seemed secure. This was assembled in the pharmacy and sent to a nursing home. Reportedly, the pharmacy checked the set up before it was sent to the nursing home and no leaks were observed at that time. There was no patient injury or medical intervention associated with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample was received for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of evaluation or if additional information becomes available. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4).the actual sample was received for evaluation. A visual examination was performed on the sample and found no abnormalities. The sample was also submitted to functional testing and no leaks were observed. The reported condition was not confirmed and the root cause of this condition was not identified. If additional information becomes available, a follow-up report will be submitted.